Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromised force sensor and damage. Customer's blood glucose at time of incident was 6mmol/l. Customer stated that there is scratched on the screen and a piece missing around where the battery cap goes in. Customer stated pump was probably dropped 2 to 3 times with the years. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind and displacement tests. However, the pump alarmed compromised force sensor system due to a slightly loose drive support disk. The pump was received with minor scratches on the lcd window, a broken reservoir tube lip, broken battery tube threads and a broken belt clip slot. The pump also had a corroded battery tube.